Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew enterococcus faecalis which is an organism that resides in the gastrointestinal tract. Therefore, the peritonitis can be reasonable associated with touch contamination as it was reported the patient did not properly wash hands after having a bowel movement. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) the alleged event was confirmed. The pd nurse stated the patient was experiencing symptoms of abdominal pain. As a result, the patient was seen in the outpatient pd clinic on (B)(6) 2019 and a pd effluent culture was obtained. The pd culture grew enterococcus faecalis and the patient was treated with vancomycin 2 grams and fortaz 2 grams intra-peritoneal (ip) on an outpatient basis. Reportedly, the patient has recovered and continues pd therapy without any issues. Per the nurse, the patient did not experience any fluid leaks (or other product issues) and the peritonitis event is not related to any fresenius device/ product. The nurse indicated the peritonitis was caused by touch contamination during the pd exchange as the patient reportedly does not follow proper hand washing after having a bowel movement.